Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Photo investigation: the complaint device was not returned for investigation. A photo investigation was completed based on the images provided under the attachment section. The tip of verse x25 inserter appears rounded and stripped in the pictures. This could potentially be attributed to regular usage of the device. A definitive assignable root cause cannot be determined from the available information. Manufacturing record evaluation revealed no non-conformances that could have resulted in this issue. The device was not returned, hence an as-received condition, dimensional inspection and document/specification review could not be performed. Conclusion: the complaint can be confirmed on the verse x25 inserter/tightner during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5160601 was released in two batches. Batch1: lot qty of (B)(4) units were released on 06 nov 2018 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 13 nov 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on (B)(6), 2021 the surgeon had difficulty tightening the final set of screws on to the rod. Two x25 drivers became burred in the process and was changed to two x25 drivers from another standard verse set to complete the job. Procedure was completed successfully with five(5) minutes delay. No fragments were generated and no patient consequences. Concomitant device reported: unknown setscrew (part# unknown, lot# unknown, quantity unknown). Unknown rod (part# unknown, lot# unknown, quantity unknown). This report is for one (1) expedium verse spine system inserter/tightener x25. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. After a visual inspection per guidance provided, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5160601 was released in two batches. Batch1: lot qty of units were released on 06 nov 2018 with no discrepancies. Batch2: lot qty of units were released on 13 nov 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.,the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.